Manufacturer narrative:
Initial and final (B)(4) device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced an infusion set adhesive issue in which the set fell off and the cannula came halfway out during use event on (B)(6)-2026. The infusion set was in use for one and a half day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.